Manufacturer narrative:
Additional information was received that the patient is now successfully charging their implant and no further course of action will be taken.

Event description:
A report was received that the patient is having trouble charging their implant. It is believed that the ipg may be implanted too deeply in the patient. The physician has recommended that the patient's ipg be replaced.

Event description:
A report was received that the patient is having trouble charging their implant. It is believed that the ipg may be implanted too deeply in the patient. The physician has recommended that the patient's ipg be replaced.